Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had not charged the ins in a couple of months and that it was dead. The patient was seeing a reposition antenna screen on their ins recharger and the screen was turning off when trying to charge. The patient was redirected to their hcp to address the possible overdischarge. No patient complications were reported. Additional information received from the patient indicated that they are trying to get a new implantable neurostimulator. They stated that they are seeing the physician on (B)(6) 2019 to try and get the unit replaced. No further complications were reported or anticipated.